Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer's blood glucose was 400 mg/dl at the time of incident. Customer treated their high blood glucose with pump. Customer was assisted with troubleshoot but customer declined troubleshoot for high blood glucose. Customer will not return insulin pump for analysis.